Event description:
The facility representative reported a flogard infusion pump that does not function. This event was reported to have occurred before use. There was no report of patient involvement, injury, or medical intervention related to the device. Upon further review, the quality engineer has determined that the reported condition is related to an error code. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the customer reported problem of does not function was confirmed by quality engineering as alarm 94 (a battery issue) because it is the most likely device issue experienced by the customer. Service determined that the cause was due to defective batteries, which were replaced to resolve the issue. Should additional information become available, a follow-up medwatch will be submitted.